Event description:
The customer reported via telephone call that the insulin pump alarmed for no delivery of insulin and then for a motor error. The blood glucose reading was 400 mg/dl. The motor error alarm occurred during the bolus. The insulin pump had not been exposed to a strong magnetic field. The customer was unable to complete the rewind sequence. The customer declined to troubleshoot for the issue due having gone through troubleshooting for the same issue in the past.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.